Manufacturer narrative:
Phone (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade 3".

Event description:
Healthcare professional reported left side "capsular contracture baker grade 3". The device was explanted.